Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient was recovering post-procedure.